Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MFR: 2134265-2016-11653. It was reported that the patient experienced hypotension. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system was inserted through a watchman® access system. The closure device was successfully implanted, there were no recaptures performed. The closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. Post procedure the patient's condition was hypotensive but stable. The patient required hemodynamic support. Subsequently, the patient experienced respiratory failure. Twelve days post procedure the patient expired. The patient had been deemed do not resuscitate (dnr). The death certificate was not available; however it was noted the death was likely due to acute respiratory failure.